Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead; serial# unknown. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that they stopped using their ins a while ago and no attempted to use the ins again and settings not available began to display on groups a, b, c. Caller also stated that the ins helped them a little bit and also expressed frustration with using the external equipment to charge the ins. Caller stated that they were able to charge the ins prior to having a recent MRI. Caller confirmed that they have an upcoming appointment with their hcp and would like to meet with someone for reprogramming of their ins. Agent reviewed information and sent an email to the field for visibility. Additional information was received from the manufacturer representative (rep) stating the patient fell while carrying a grill. When the rep checked his connections, one of the leads was pulled out of the housing. When they checked impedances, all electrodes were red or orange. His stim was not able to be programmed. His doctor was notified. Patient stated he was cash pay at this point and cannot afford to get his system fixed. He was told to reach out when he would be able to look at getting a revision.